Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to fluid and alarmed button error. Customer stated was by the pool and her grandchildren splashed water in the insulin pump. Customer blood glucose was 101 mg/dl. No further information provided.